Manufacturer narrative:
(B)(4). (B)(6). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported by the patient that the amia cycler was trying to deliver 1000ml of solution, when it was programmed for 500ml. The patient was connected at the time of the reported event. The patient explained that the screen showed the milliliters going in as 1000ml and they stopped the cycler at 500ml. The data card showed the last fill goal as 500ml and 243ml went in. The technical service representative (tsr) explained that they thought the patient must have been seeing something different. During the follow up, the registered nurse (rn) stated that the patient had reported the same thing to them. However, the rn further requested for the patient to record the results of the next couple of therapies and the patient¿s record of the next few therapies showed that the display correctly read 500ml. The rn stated that the patient still thought that there might have been an issue with the reading during the reported therapy. The rn reported that the therapy has been going well since the reported event and that there was no recurrence of this issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.